Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-sep-17 regarding a patient receiving morphine and bupivacaine both at (10mg/ml at 1mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient reported weakness in their legs and they had been unable to urinate since implant on (B)(6) 2019. The patient was taken to the hospital and magnetic resonance imaging (MRI) was performed. The MRI did not show anything that needed intervention. A manufacturer representative was requested to assist in programming the pump to minimum rate and the rate was decreased on (B)(6) 2019. It was unknown if the issue was resolved at the time of report. On (B)(6) 2019, the hcp was contacted again and indicated he did not think the symptoms had resolved and requested the patient be transferred to another hospital. The hcp had not heard anything else since then and had no further information. No surgical intervention occurred or was planned as a result of this event. The patient's status at the time of report was unknown. No further complications were reported or anticipated.